Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the motherboard printed circuit board (pcb), analog interface (ai) pcb, and breath deliver unit (bdu) pcb. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed ventilator inoperative (vent inop) and stopped delivering breaths to the patient. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.